Event description:
Patient called to report adverse events and product issues with her silimed breast implants. Patient stated that her most recent set of implants have ruptured and basically disintegrated into her body. Patient stated the implants were moldy, smelly and she had what doctors believe to be thousands of silicone nodules in her back, stomach, and lower pelvis. Patient stated she has also experienced the following symptoms: insomnia, hair loss, memory loss, dementia, no sense of time, cognitive changes, mastitis, autoimmune disorders, hashimoto's, irritable bowel syndrome, rheumatoid arthritis, iritis, and psychological problems. Patient stated that she cannot get in touch with a representative of silimed and that anytime she calls nobody can speak english. Patient stated she's very frustrated with the company and said she's lost 10-12 years of her life due to health issues doctors believe to be caused by her breast implants.